Event description:
The customer reported a fluid imbalance on an optia machine during a therapeutic plasma exchange (tpe) procedure. The customer stated that 777ml went to the patient and 869ml were taken out, but he said there should have only been a 5ml difference. Patient information is not available at this time. This report is being filed due to insufficient information at this time to determine if a malfunction with the potential for injury occurred.

Manufacturer narrative:
Investigation: per the customer, the pumps zeroed out twice during the procedure. The run data file (rdf) was analyzed for this event. The rdf showed that during this run, there was a "patient's fluid balance may be 5% higher than reported" alarm at 55 minutes. Based on the behavior of the machine and the signals from the lower level reservoir sensor in this run, it is possible that foam, a bubble, or small clots in the reservoir triggered this alarm. There have been 2 additional occurrences of the "patient's fluid balance may be 5% higher than reported" alarm since this run, one on (B)(6) 2014 and one on (B)(6) 2014. A service call was placed for the machine to have the low level sensor replaced. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
A review of the last year of service history for this device indicated no other reports related to this issue. An internal report shows that the machine has been in use with no further occurrences of the problem.

Manufacturer narrative:
Investigation: the run data logs indicate that the machine alarmed regarding a potential fluid balance discrepancy of up to (B)(6), but the final volumes indicated by the run data log show no fluid balance discrepancy. The reported pump stoppage is normal behavior during recovery from level sensor alarms. The machine alarmed as intended. The reported problems resulted in a fail safe condition. No system failure was identified; the machine performed according to specification. A separate service record was initiated to check the level sensors on the device. The service representative was unable to duplicate the reported condition but proactively replaced the lower level sensor. Root cause: undetermined, since replacement of the referenced part has resolved the issue it is likely that this part was defective or a contributing factor; however without the part for analysis this cannot be confirmed.

Event description:
The customer did not respond to multiple requests to discuss the problem and get further details, including patient information.